Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive unusual and/or awkward movement and/or activity."

Event description:
Patient underwent a right hip revision procedure approximately eight months post-implantation due to stem subsidence. The stem and head were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - acetabular liner catalog#: ep-108323 lot#: 393070, ringloc acetabular cup catalog#: 16-104152 lot#: 490600, femoral head catalog#: 11-363662 lot#: 994760. It has been indicated that the product will not be returned to zimmer biomet, as it was discarded. Review of complaint history determined that no further action is required as no trends were identified. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported event was unable to be confirmed and root cause was unable to be determined, as the device was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.